Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary right l4-l5 spinal root decompression. On event date, the pt presented with groin pain. The investigator noted the event as mild in intensity. Pain was of unknown etiology. Pt given anti-inflammatories. Vioxx 25 mg po qd 5 days after first event date. The event resolved on second event date. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted as a possible explanation for the event as intercurrent illness. On second event date, the pt presented with recurrent leg pain and extensor hallicus longus weakness. The investigator noted the event as mild in intensity. Action taken was to resume anti-inflammatories and physical therapy. Most symptoms resolved. The outcome of the event was continuing with treatment. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted illness being treated as a possible explanation for the event.